Manufacturer narrative:
Internal complaint number: complaint: (B)(4).

Event description:
A health care professional reported that the patient underwent an MRI procedure on (B)(6) 2017. The pump reservoir was emptied before the MRI procedure. When completing the MRI reset procedure, the clinician programmer could not connect to the patient's pump and conduct a pump inquiry. The facility was instructed to wait 24 hours before attempting to inquire the pump again, however the facility did not contact technical customer service for additional troubleshooting. It was reported that error codes were observed upon inquiry of the pump on (B)(6) 2017, and the facility did not contact technical customer service for troubleshooting. The patient reported that her therapeutic relief has been "off" since the beginning of the event.

Manufacturer narrative:
Device evaluation: the returned pump was subjected to visual inspection as well as functional and electronics testing. Based on the investigation, the reported error code issue was confirmed. However, the evaluation could not identify a root cause for the reported issue. (B)(4).

Event description:
The health care professional reported that the patient passed away due to cancer on (B)(6) 2017. The pump was subsequently explanted and returned for evaluation.